Event description:
Baxter reported that povidone iodine leaked from the connection between a transfer set and a mini cap. The date of how long the set was in use and age of the pt is unk. There was no pt injury or medical intervention associated with this incident according to the international affiliate.